Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 556 mg/dl due, the battery gauge fluctuating resulting in pump shutting down. Customer did not address bg level. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.